Manufacturer narrative:
Concomitant medical products: product ID 3889 lot# unknown. Product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2020. It was reported that when the husband was changing the trial patient dressing, she felt that the lead may have slightly moved. She stated that she still feels stimulation, but in a slightly different area just a little bit further away. It was recommended that they follow up with their healthcare professional.